Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 99-t93700, lot b1864436, before the market release. No anomalies have been found. The original lot, manufactured in 2022 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicated: hospital name: (B)(6) hospital. Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: hip fracture. Surgery description: fracture treatment. Patient's information: 82 year-old, female, weight 65 kg., height 1.60 cm, previous health condition: dementia. Problem observed during: into treatment/postoperative. Type of problem: device functional problem. Event description: break out (release) of the hip screw - short nail chimaera. The two parts of the screw separated. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports are not available. Copy of x-ray images are available: -taken before revision surgery. Patient current health condition: stable. Further information received from the local distributor on 12 september 2023: was the patient doing something specific, i.e. Did she fall down? Patient suffers from dementia, she claims no fall down. In the additional surgery of (B)(6) 2023 the surgeon just removed the lateral part of the screw. The failure of the screw was identified 2 weeks before revision. Further information received from the local distributor on 13 september 2023: the extruded part of the lag screw was removed during the revision surgery. The rest of the screw was left on patient. No other surgery is planned as the fracture has recovered. Postoperative x-ray (after surgery of 4 august) are not available. The removed sliding part of the lag screw will be returned for analysis. Manufacturer ref: (B)(4). Distributor ref: email dated september 11, 2023.

Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the device code 99-t93700 lot b1864436 before the market release. No anomalies have been found. The original lot, manufactured in 2022 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation. The involved device was examined by orthofix srl quality operations department. The visual check evidenced that the lag inner screw disassembled from the lag barrel. The inner screw was not returned for analysis. The barrel presents damaging signs on the device surface. This may be considered as normal due to use or caused by barrel removal from patient. It was also evidenced damage caused by the lag inner screw disassembly. The teeth on the surface of the lag screw do not have contact signs that should be present when the screw is locked to the nail, suggesting that the screw was not properly inserted in the nail. The barrel is damaged. According to the operative technique, the lag screw is connected to the lag screwdriver by rotating the internal screwdriver retention rod clockwise. The lag screw is inserted into the bone by using the screwdriver through the tissue guide, until the lag screw locks itself to the nail. The dimensional check, performed where possible, did not evidence any anomalies. A functional check was not possible as the device is incomplete (only the lag barrel was returned). Medical evaluation. The information made available on the case with the outcome of the technical analysis were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. In this case the fracture was first treated some time in may (not specified). The implant was revised on (B)(6) , 10 weeks more or less since it was implanted. The x-ray taken on august 4th shows that the fracture remains comminuted and separated. The lag screw has been extruded from the bone, and we understand that the extruded part was removed at the second operation, but that the rest was left. This fracture in particular is the one fracture which is likely to develop a permanent non union if not treated correctly, and sometimes in spite of this. It is very likely that the lag screw was not fixed to the nail during insertion as prescribed in the manual, but we have not seen a postoperative x-ray. Final comments. The results of the technical evaluation concluded that the returned lag screw was originally conforming to orthofix specification. Based on the information provided, it is most likely that the lag screw detached due to the conditions of use of the device. Orthofix can suppose that the lag screw was not inserted in the proper way and therefore was not fully engaged with the nail. If the fixation is not properly achieved, bending forces may develop, causing the separation of the screw components and the extrusion of the lag screw from the bone. This is supported by the fact that no deformation of lag ferrule teeth could be observed. This feature indicates that the screw was not properly engaged with the nail during application. Based on the results of the technical evaluation, orthofix srl can conclude that the screw failure is attributable to factors related to this specific application. Orthofix srl historical records shows that no other notifications have been received regarding this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicated: hospital name: (B)(6) hospital. Surgeon's name: (B)(6) date of initial surgery: (B)(6) 2023. Body part to which device was applied: hip fracture. Surgery description: fracture treatment. Patient's information: 82 year-old, female, weight 65 kg., height 1.60 cm, previous health condition: dementia. Problem observed during: into treatment/postoperative. Type of problem: device functional problem. Event description: break out (release) of the hip screw - short nail chimaera. The two parts of the screw separated. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports are not available. Copy of x-ray images are available: taken before revision surgery. Patient current health condition: stable. Further information received from the local distributor on 12 september 2023: was the patient doing something specific, i.e. Did she fall down? Patient suffers from dementia, she claims no fall down. In the additional surgery of (B)(6) 2023 the surgeon just removed the lateral part of the screw the failure of the screw was identified 2 weeks before revision. Further information received from the local distributor on 13 september 2023: the extruded part of the lag screw was removed during the revision surgery. The rest of the screw was left on patient. No other surgery is planned as the fracture has recovered. Postoperative x-ray (after surgery of 4 august) are not available. The removed sliding part of the lag screw will be returned for analysis. Manufacturer ref:(B)(4). Distributor ref: email dated september 11, 2023.